Manufacturer narrative:
Follow up #1 02/03/2016 device evaluation: the meter has been returned to animas and evaluated on 01/20/2016 with the following findings: the meter powered up normally and was paired successfully with a test pump. An error 1 message was observed in meter records download. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.